Manufacturer narrative:
Image review: one static image was provided for review. The patient¿s executive summary was provided for anatomical review. The annulus perimeter measured 75.1 mm with a perimeter derived diameter of 23.9 mm suggesting a 29 mm valve. The aortic valve appeared to be significantly calcified. As stated in the instructions for use (IFU), predilatation may be useful to prepare the valve for crossing by the delivery catheter system (dcs) and implantation of the transcatheter valve but may also confer some additional risk to the patient. Patient anatomical characteristics (for example, bicuspid anatomy, excessive or asymmetric leaflet calcification, and possible leaflet fusion) should be considered by the heart team when evaluating and determining the risk/benefit of predilatation and treatment plan for each patient. In this case, there is no report that a pre-implant balloon dilation was performed prior to the valve implant attempt. Fluoroscopic valve load inspection was performed and confirmed a good load. It was reported that during the valve implant attempt an infold was evident; however, images of the infold were not provided for review. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. Updated: b5, d1, d4, d6a, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve, an infold was observed in the valve frame. Subsequently, the valve recaptured and withdrawn from the patient. No patient complications were reported as a result of this event. Additional information was received that a misload was not identified during loading. The infold in the valve frame was observed on fluoroscopy, and the valve was recaptured due to the observed infold. Post-implant dilation was not performed because an infold was not observed following implant. Additional information was received that per the physician there was a possible misload, however, the overlap was noted to only involve node one and two. The same valve was implanted after it was reloaded onto a different delivery catheter system (dcs).

Event description:
Additional information was received that a misload was not identified during loading. The infold in the valve frame was observed on fluoroscopy, and the valve was recaptured due to the observed infold. Post-implant dilation was not performed because an infold was not observed following implant.

Manufacturer narrative:
Updated data: b5. D1. D4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: d1 - brand name corrected from evolut fx plus valve to evolut pro plus valve d4 - model and catalog# corrected from evfxplus-29 to evproplus-29. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve, an infold was observed in the valve frame. Subsequently, the valve recaptured and withdrawn from the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop23-29 (lot: 0012497846); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.